Event description:
Procedure: unk. Reportedly, post-operative bleeding occurred: possible seal failure resulting in an small arteriole bleed. The pt was re-admitted to theatres for a drop in haemoglobin. Had bleed extensively into the abdomen during the 2-3 day post op period. Surgeon uncertain as to why the bleeding and if the bleeder was attributed to a failure in a ligasure seal which had been used extensively for dissection and large vessel dissection.